Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." Device availability - the device is reported to be available for evaluation; however, it has not been received by legal manufacturer to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported that the patient underwent an initial right total hip arthroplasty on (B)(6) 2016. Subsequently, the patient was revised on (B)(6) 2016 due to dislocation. The acetabular bearing was removed and replaced with a polyethylene liner.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Review of device history and manufacturing records found no evidence of product non-conformance. Dimensional measurements of the retaining lip diameter were found to be oversized. Deformation around the retaining lip diameter most likely indicates the deformation occurred due to the product disassociating from the head after being initially assembled. A conclusive root cause could not be determined.